Event description:
The pt was treating the pt using ifc with an intensity of 18ma set for a treatment time of 20 minutes. Approximately 2-3 minutes into the treatment, the pt said it was too intense. The intensity was lowered and the treatment continued. After a few more minutes passed, the pt indicated it was still too intense and the intensity was reduced a second time. The treatment continued to completion. The electrodes used were 3" round electrodes. The practice of the clinic is to use the electrodes for approximately 2 days for 20-25 treatments per day. The electrodes are used on different patients for each treatment. This pt was being treated for lower back pain and when the pt ended treatment, the area under the electrodes was red, but no intervention was necessary. When the pt returned for a following treatment, a 3rd degree blister was noted in the area where one of the electrodes was placed. The blisters on the pt became infected and the pt had to see a physician. Antibiotics were prescribed. The patient's progress toward recover was impeded by the formation of the blisters.

Manufacturer narrative:
The device has been received, and is currently under eval. The device eval and any additional findings will be provided upon conclusion of the device eval.